Event description:
Patient reported right breast is "firm and looks abnormal due to capsular contracture," categorized as baker grade iii. Patient additionally reported having "chest pain." This event is not related to the device. Health care professional reported via nbir device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade iii and pain in the chest.